Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high left ventricular (lv) lead pacing impedance measurements greater than 2,000 ohms that were detected via remote monitoring. The device was later explanted during a lead revision procedure for the non-boston scientific right ventricular (rv) lead. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. All seal plugs were intact and all setscrews move freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The atrial and ventricular setscrews were removed from the terminal blocks. Returned product testing was performed and the pacing, sensing, defibrillation, lead impedance measurements, and recording functions were verified. The complete analysis of this device can be found in report number: 2124215-2011-17754.

Manufacturer narrative:
--